Event description:
On (B)(6) 2011, one of our rns; ms. (B)(6), popped a hot pack for a patient. The hot pack exploded causing the contents to expel all over herself, the patient, and the room. Ms. (B)(6) received conjunctiva abrasions to both eyes and a rash to her chest and arms from the event. The patient's computer protected her from the exposure. Ms. (B)(6) stated that the hot pack felt like it was too full or fuller than normal. There have been occurrences where the hot packs leaked when popped or were already solidified.

Manufacturer narrative:
The samples returned were heated with a microwave to their original liquid state as to determine where the pouches were leaking. The investigation revealed pinholes in the outer pouch. Two of the holes were found in the lower right side facing corner and the third was in the middle of the right side facing. These pinholes were very small in nature and would not lead to a "bursting" effect as described in the complaint, but more of a leaking or dripping affect when squeezed. Review of the manufacturing and quality records has not revealed a condition leading to the pin holes. The root cause for the pin holes cannot be determined with the amount of information available. The root cause for the pin holes cannot be determined with the amount of information available and no issues were found from review of the production and quality records. A corrective or preventive action will not be initiated at this time. Our records will be updated to ensure that a possible trend is identified if other reports of similar issues are received.